Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 failed continuously even after recovery. A field service engineer (fse) logged into hardware test application, opened the tower doors, removed middle panel to pull out the latch column, tested the door 4 and it clicked multiple times when pressed to open. The fse cleaned off the latch, the spring was found to be weaker than the others, so replaced the latch, had the customer log into device to recover the failed storage space and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door four failed continuously even after recovery. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.